Event description:
It was reported to the physio-control service representative that the customer's device did not power up and that the symbols for charge-pak, attention and service wrench were lit in the device's readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a tin wisker between legs 7 and 8 of the flex cable assembly, which caused an excessive off current and depleted the internal hlc battery. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the flex cable assembly and noted that the tin whisker between legs 7 and 8 was located on the pad part of the connector.